Event description:
As reported by the user facility: reports set leaking at y site. Found while chemo infusing. No patient injury, did have small chemo spill with set. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device in the reported incident was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. This investigation is ongoing at this time. A follow-up report will be sent if any additional information becomes available.